Event description:
Information was received from a consumer regarding a patient receiving intrathecal sufentanil, clonidine, and bupivacaine (concentrations and doses unknown) via an implanted pump for spinal pain. The pump was alarming or beeping. On (B)(6) 2016 the patient was fired from her healthcare provider (hcp). On (B)(6) 2016, the pump started single alarming at first; then (B)(6) 2016 started dual beeping (critical alarm). The patient was having major withdrawals for the last two weeks ((B)(6) 2016). The patient felt horrible and was very sick. The patient went to the hospital emergency room (ER) on (B)(6) 2016 and did not know what to do. The patient's attorney was trying to get her into the hcp's office sooner. The patient had an upcoming appointment on (B)(6) 2016 with the doctor. The ER gave her toradol which really did not help at all. The patient was recommended to go see her old doctor. It was noted that doctor would not see the patient. The reason she was discharged was because she missed her third appointment in 4 years and was discharged. The patient's workman's compensation attorney was trying to get her in earlier but had not been able to and wanted to know if the manufacturer could call her upcoming hcp and ask if the patient could get in sooner. The patient had missed a scheduled refill. The reporter was to follow up with the hcp. The pump was empty. The patient was discharged before the refill due date and the patient had not found a hcp to schedule a refill date. The patient had an upcoming appointment on (B)(6) 2016 with a new hcp. The patient did not have a primary care provider (pcp). The patient declined locator listings when offered stating her attorney had to work on getting hcp's since patient had workman's compensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.